Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the narrow, mildly calcified, distal circumflex coronary artery. A whisper extra support guide wire was selected for the procedure and a 2.5 x 8 mm absorb gt1 scaffold was implanted. Following the completion of the procedure, a perforation was observed in the circumflex coronary artery, confirmed to have been caused by the guide wire. However; no pericardial effusion was visible on the cardiac echo. There was a reported clinically significant delay due to the necessity to stop the peripheral bleeding. A balance middleweight guide wire and a non-abbott balloon dilatation catheter were used to perform post dilatation in order to successfully stop the bleeding. There was no additional reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.